Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched parallel walled implant 6 x 11.5mm (boss611) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage found. The returned device was measured with a caliper and verified to match DHR specifications . A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain after implant was placed. Patient returned for implant to be removed. Tooth location 31.